Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received an unexpected restart alarm during normal use. It was reported that insulin pump was not stored for a period of time. Customer's blood glucose was not reported. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with normal operating currents. The insulin pump passed the self-test, error test., off no power test; unexpected restart alarm noted. The insulin pump was received with minor scratched lcd window and cracked belt clip slot.